Manufacturer narrative:
H.6 investigation summary the complaint of "CT and hpv contamination after spill" was received against instrument bd viper remanufactured material number: 442843, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced both tip exchanges, removed both readers and cleaned all components, thus the issue was resolved. Instrument was found to be operational and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd viper¿ system, remanufactured has been giving increased amount of positive results after a spill occurred where wells are placed for controls and patients but can not be reproduced on second testing platform. The following information was provided by the initial reporter: when removing tray from instrument, tray with sticky covered was dropped upside down onto 4 stations on right side where wells are placed and spilled liquid here. Since then, the customer has been getting increased positive results for controls and patient samples which cannot be reproduced with another platform.

Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd viper¿ system, remanufactured has been giving increased amount of positive results after a spill occurred where wells are placed for controls and patients but can not be reproduced on second testing platform. The following information was provided by the initial reporter: when removing tray from instrument, tray with sticky covered was dropped upside down onto 4 stations on right side where wells are placed and spilled liquid here. Since then, the customer has been getting increased positive results for controls and patient samples which cannot be reproduced with another platform.